Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their transmitter. The customer states they went into threshold suspend. The customer states their sensor reading was 48mg/dl and their blood glucose level was 131mg/dl. The customer states receiving a calibration error and a change sensor alarm. Troubleshoot was conducted. The sensor is being replaced and returned for analysis.